Event description:
It was reported by adac qa that the labeling of pt orientation is hard coded in the following features. These direction labels do not change when the pt orientation is changed and this could lead to user error. 1)poi spreadsheet. 2)laser localization window. 3)dataset specifications window. 4)digitization. 5)angiographic frame 6)brachy film reconstruction. Also, the coordinates (x,y,z,) are referenced in some features without the additional clarification that these are relative to the CT coordinate system. The features missing this clarification are: 1)roi spreadsheet. 2)edit contour window. 3)copy contour window. 4)digitizer coordinate window. This was reported by in-house qa, not a user site. No pts were involved.